Event description:
On 05/28/1997, the manufacturer received information from its distributor, that a facility in their territory experienced difficutly with this device. The report states that, on 05/21/1997, during the procedure, the device introducer sheath fractured and tore.

Manufacturer narrative:
The device has been returned to the MFR and has been analyzed as follows: no anomalies were seen on the device dilator. The device sheath was torn in the upper areas. The same on the introducer sheath were not clearly defined and further tearing proved to be unsuccessful using force. A trend analysis was performed on similar incidents for this cat/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. The complaint that "the device introducer sheath fractured/tore" has been confirmed; however, the cause of the fractured/tear could not be determined by the MFR's analysis of the device; therefore, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.